Event description:
The customer reported the ventilator monitor turned white and the ventilator alarmed and restarted. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Further evaluation and servicing is being performed.

Manufacturer narrative:
Unit is still under service evaluation.